Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported to integra that a 00mlx mlx 300 xenon lightsource was used on (B)(6) 2017 during an unspecified procedure. It was stated that there was a smoking or burning smell noted during the operation. There was no patient contact or injury. No surgery delay was reported. Additional information has been requested.

Manufacturer narrative:
The device was returned for evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances noted during the manufacturing process. A visual inspection found customer applied labels, some nicks and scratches and the right-side panel was cracked in the back corner. In addition, the wolf port was melted at the external opening. Functional testing found the unit powered "on" and ran for 30 minutes with no component overheating odor emitted. The reported condition was not duplicated; the complaint is unconfirmed. Note that the melted opening of the wolf port is consistent with the use of a fiber optic cable under-rated for use with the mlx high intensity light source. This condition may have been the cause of the smoking or burning smell as reported but, cannot be confirmed.